Manufacturer narrative:
Pt weight: the patient weight was not provided. Approximate age of device ¿ 4 years, 6.5 months. The evaluation of the returned pump revealed internal percutaneous lead (lead) wire damage. The lead was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Examination of the lead revealed breakdown of the braided shield approximately 2.5 inches from the pump housing as well as adjacent to the pump housing. Visual inspection of the severed portion of the lead revealed no breaches in the insulation of any of the wires. Visual examination of the pump end section of the lead revealed breaches to the orange, red, and yellow wires approximately 2.5 inches from the pump housing. If the exposed conductors of the orange, red, or yellow wires contacted the braided shield while operating on a tethered power source, the resulting short to ground would have resulted in the captured pump stoppages, low speed alarms, and low flow alarms. The reported event also could have resulted from a phase-to-phase short if any of the exposed conductors made direct contact or simultaneous contact with the braided shield on tethered or battery power. Visual analysis of the pump¿s blood-contacting surfaces upon disassembly revealed no evidence of depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Placeholder.

Manufacturer narrative:
The driveline drainage/infection was reported under medwatch MFR# 2916596-2015-01392. This report is regarding the pump stoppages and subsequent pump exchange. The attached user facility medwatch report was received from the intermacs registry. The user facility number was not provided. The intermacs identifier is (B)(4). No further information was provided. The manufacturer is closing the file on this event.

Event description:
Informational information was received from the intermacs registry stating: (B)(6) 2015, patient was admitted to hospital for drive line failure. Patient reported that they were doing well until early this morning when they started to have alarms for drive-line failure. They switched to the backup controller without resolution and thus was told to return to (B)(6) for further evaluation for drive-line fracture by vad provider. Pt denies any trauma to the drive-line recently. Of note, patient seen in (B)(6) clinic on (B)(6) 2015 for continued drive-line drainage. CT scan (B)(6) 2015 showed stranding surrounding the drive-line, but no abscess was seen, nor was infection noted elsewhere. At that visit, they continued empiric cipro 750 mg bid for 2 weeks and po doxycycline 100 mg bid for 4 weeks. The patient does not report any pain or tenderness at driveline site today or increased drainage. Upon arrival to floor, patient was plugged into power console and lvad began to alarm for default and patient complained of painful palpitations. Pump was noted to turn off at the time. Rrt was called. Lvad was reattached to batteries and alarms resolved. Map noted at the time was 92. It was reported that log files were submitted due to the patient experiencing pump stops. Audible and visual red heart alarms were reportedly received when the pump stops occurred. It was reported that the patient was put on batteries due to the pump stops and had no issues since. The patient was asymptomatic. Technical services reviewed the provided log file. It was noted that the log file showed pump stops, low speed events along with high powers during the reported events. It was mentioned that the events occurred when the patient was tethered to the power module. On (B)(6) 2015, technical services arrived onsite for a percutaneous lead evaluation. No open wires were found while performing the phase interrupter/continuity tests. An external repair was requested due to suspect percutaneous lead damage causing low speed events and pump stops. Performed repair approximately 2 inches fro information also included: patient outcome: exchange. Device malfunction causative factor: no cause identified.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the vad coordinator noted the patient had experienced pump stops and placed the patient on battery support. Log files were reviewed by the manufacturer¿s technical services and contained pump stops and low speed events while the patient was tethered to the power module. High powers were also correlated with these events. On (B)(6) 2015, the manufacturer¿s technical services team arrived onsite for a percutaneous lead evaluation. No open wires were found while performing the phase interrupter/continuity tests. An external repair was requested due to suspect percutaneous lead damage causing the reported low speed events and pump stops. The repair was performed approximately 2 inches from the percutaneous lead exit site and all subsequent tests passed. It was noted that a brown, crumby material was found between the outer silicone jacket and the bionate. The patient continued to have pump stops after the percutaneous lead repair was performed. The patient underwent a pump exchange on (B)(6) 2015.